Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter spline inversion occurred during deployment. The catheter was inserted and advanced to correct position, however, it would not open to correct shape. The catheter was removed, and a new one was used. The procedure was completed successfully. It was further reported that patient experienced a new onset of atrial fibrillation and dyslipidemia related to the patient pre-existing hypertension. The atrial fibrillation and dyslipidemia were not deemed related to the initial farawave catheter as the device was not used for ablation due to the deployment issues.